Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable is intermittently charging the pump. There was no reported impact to the customers blood glucose level. Reportedly, the cable is loose in the power adapter. A replacement usb cable was sent to the customer.